Event description:
The account reported that the patient experienced abnormal potassium lab values on (B)(6) 2021. The patient was started on medication. On (B)(6) 2021, the patient had an electrocardiogram performed and a critical lab value for troponin was discovered, indicating that the patient experienced a myocardial infarction. The patient reportedly did not experience any chest pain. There was no treatment performed for the myocardial infarction and the patient would be monitored. On (B)(6) 2021, the patient had a positive urine culture. The patient was given antibiotic medication. The patient reportedly also experienced elevated lactate dehydrogenase (ldh) values on (B)(6) 2021, which reportedly did not meet the criteria for hemolysis. On (B)(6) 2021, the patient reportedly experienced elevated blood pressures and epistaxis when they coughed or had bowel movements. The patient¿s pump speed was decreased, and the patient was started on blood pressure medication.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported myocardial infarction, epistaxis, hypertension, elevated lactate dehydrogenase, and other patient-related events could not be conclusively determined through this evaluation. A direct cause for the patient¿s reported urinary tract infection could not be conclusively determined through this evaluation. The events reportedly resolved and the patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C, is currently available. The IFU lists myocardial infarction, bleeding, hypertension, hemolysis, and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook, rev. C, provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had critical lab values for troponin on (B)(6) 2021. Electrocardiogram showed an st-elevation myocardial infarction. The patient did not have any chest pain. The myocardial infarction resolved on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2021 that the patient experienced epistaxis while coughing or having bowel movements. This prompted the physician to slightly decrease the patient's pump speed from 5600 rpm to 5400 rpm.